Event description:
It was reported that there were a few pts whose pulse rate was half of what was counted when using the giraffe and panda warmers with masimo set. The giraffe and panda warmers are used in deliveries on newborns. No known impact or consequence to pt.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a f/u report will be submitted.